Event description:
Customer reported the 2560 red dot gel/snap had erosion/rust causing flat lines. Our testing has confirmed product does not meet specification, a corrective action has been implemented and a recall has been initiated for the return of affected product.